Event description:
It was reported by the user facility that the saline bag was filling during recirculation. There was no patient involvement. The machine was removed from the floor and evaluated and according to the clinic manager, no issues were found, so it was put back into service and has not experienced another issue. The user facility declined an on-site evaluation of the device by the manufacturer.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.